Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that low flows were noted on the ventricular assist device (vad). It was also reported that the patient expired. The cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that, the low flow alarm occurred when the patient was at home. The emergency doctor who was called to attend immediately arranged for the patient transported to the local hospital. The patient died shortly after arriving. The retrospective data analysis showed an abrupt drop in flow in the left pump. The flow lacked any pulsatility. The right pump exhibited abnormally increased pulsatility. The physician indicated it is highly likely that a thrombus was sucked into the left pump causing an abrupt and total blockage of the pump. It is likely that, in response, the left ventricle attempted to compensate for this, which is also what led to abnormally high pulsatility of the flow on the right side as a result of the increased contractions. After around 15 minutes, the flow was pulseless on the right side as well, suggesting asystole.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log analysis which revealed a sudden drop in power consumption and estimated flow on (B)(6) 2017. One low flow alarm and 1 high watt alarm were recorded on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarm. If information is provided in the future, a supplemental report will be issued.